Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge fse replaced the pneumatic interface module assembly and continued to perform the pm on the unit. The fse checked for functions and calibrations which checked ok. The iabp unit was cleared for clinical use.

Event description:
It was reported that an error occurred while the getinge field service engineer (fse) was performing preventative maintenance (pm) on the cardiosave intra-aortic balloon pump (iabp). There was a ¿leakage" in the pneumatic interface module test. There was no patient involvement, thus no adverse event was reported.